Event description:
This customer reported that they were unable to deliver a shock to the pt. The involved pt was received at the hospital and the resuscitation efforts continued. The involved pt eventually expired at the hospital. There has been no allegation at this point that the device was a factor in the pt's outcome.

Manufacturer narrative:
A follow-up report will be submitted after philips obtains more info about this event.